Event description:
It was reported that the patient presented with right hip pain and limping. Radiographs showed resorption of a previous bone graft and cyst recurrence. The patient was admitted for percutaneous surgery. After irrigation of the cyst with 2 large-bore needles, a mixture of bone marrow, 8 ml (12 mg) of rhbmp-2 and radiographic dye were injected into the cyst with good filling confirmed with fluoroscopic imaging. Two days post-op, the patient returned with increased pain and limping in the right leg as well as low-grade temperature. The patient's physical examination was unremarkable save for extensive swelling of the right thigh. Hematologic and radiologic evaluations were negative for signs of infection or fracture; as, he was kept under observation. The swelling and pain slowly resolved; yet at 3 months, the cyst had not resolved. The patient was then treated with retrograde flexible nailing, autogenous bone grafting, and spica cast application.

Manufacturer narrative:
(B) (4). Literature article citation: macdonald et. Al exaggerated inflammatory response after use of recombinant bone morphogenic protein in recurrent unicameral bone cyst. Pediatric orthopedics 2010; (vol 30. No. 2). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.